Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Endologix made three good faith efforts to retrieve reported adverse event/incident-related medical records. However, the user facility did not respond to requests for this information. Medical imaging was received. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical imaging received by endologix found the buckled material (infolded/blistering of support ring) complaint is confirmed. The polymer leak and hypotension (resolved) complaints are unconfirmed. This is moderately consistent with the reported adverse event/incident. The clinical evaluation shows reasonable evidence to suggest a polymer-related issue; however, this could not be conclusively determined. It was reported that at minute 9 of polymer cure, the patient experienced a drop in blood pressure. Anesthesia administered fluid resuscitation and medications to address the hypotension. The support ring was noted to be blistered. The integrated balloon at the sealing ring was inflated for approximately 5 minutes to remodel the sealing ring, after which the symptoms were resolved. The patient reportedly stabilized after 15 minutes. Device, user, procedure or anatomy relatedness of this complaint could not be determined. Procedure related harms could not be determined. During the investigation, endologix found reasonable evidence to suggest the device was used off-label. The procedure is outside the indications of use (off-label) due to the neck anatomy. The conicity was 14.9%, which exceeds the IFU recommendation of =10%. It is unclear if this contributed to the reported event. The final patient status was reported as discharged home on postoperative day thirteen in stable condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b2: outcomes attributed to ae - additional information b6: relevant test / lab data: updated.

Event description:
The patient was being treated for an abdominal aortic aneurysm (aaa) on (B)(6) 2025 with the implant of an alto abdominal stent graft system. During the procedure, polymer leakage with hypersensitive reaction occurred at polymer cure minute nine. The hypotension was treated per medical recommendations. The patient stabilized after fifteen minutes. The procedure was completed successfully and the patient recovered with no symptoms. After retrograde cannulation of the contralateral gate with a terumo (non-endologix) wire and guiding catheter, passing through the support ring was only possible after several more attempts and under guiding catheter support. The support ring appeared to be heavily in-folded. Later it was identified that the in-folding was a blister at the level of the support ring. After successfully passing the terumo (non-endologix) wire, the guiding catheter was advanced proximally, and the wire was exchanged to use an amplatz (non-endologix) super stiff wire. After the stiff wire positioning, at approximately minute nine of the polymer cure, the patients¿ blood pressure dropped significantly. Treatment for hypotension was started immediately. The surgeon positioned a complaint reliant (non-endologix) balloon and blocked the descending aorta. At the time (approximately ten minutes and thirty seconds), the empty syringe was recognized, and the case supporter reported a polymer leakage to the anesthesiologist. The hypotension was captured slowly and turned into reflective hypertension of 250mmhg. The pressure dropped a little to 230mmhg at the fourteenth minute of polymer cure and the integrated alto main body balloon was used to remodel the significant rest of the polymer in the sealing ring and in the alto main body structure around the two proximal rings. This blockage was able to hold for more than sixty seconds (approximately five minutes) until the blood pressure recovered to 180mmhg. The patient fully stabilized with blood pressure at 145mmhg systolic pressure. The procedure was completed with successful implant of the ovation ix iliac limbs and percutaneous transluminal angioplasty (pta) modeling. The final angiography was performed without wires in the system and showed successful proximal and distal sealing as well as exclusion of the aaa. This event elongated the anesthesia time by fifteen minutes in total. The patient was stable throughout the additional one plus hour peripheral thromboendarterectomy (tea) procedure and awakened without any symptoms. The patient will be monitored through follow-ups.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation. The stents and polymer fill remain implanted in the patient. The delivery systems and polymer fill kit were discarded by the hospital. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, follow-up report will be submitted.

Event description:
The patient was being treated for an abdominal aortic aneurysm (aaa) on (B)(6) 2025 with the implant of an alto abdominal stent graft system. During the procedure, polymer leakage with hypersensitive reaction occurred at polymer cure minute nine. The hypotension was treated per medical recommendations. The patient stabilized after fifteen minutes. The procedure was completed successfully and the patient recovered with no symptoms. After retrograde cannulation of the contralateral gate with a terumo (non-endologix) wire and guiding catheter, passing through the support ring was only possible after several more attempts and under guiding catheter support. The support ring appeared to be heavily in-folded. Later it was identified that the in-folding was a blister at the level of the support ring. After successfully passing the terumo (non-endologix) wire, the guiding catheter was advanced proximally, and the wire was exchanged to use an amplatz (non-endologix) super stiff wire. After the stiff wire positioning, at approximately minute nine of the polymer cure, the patients¿ blood pressure dropped significantly. Treatment for hypotension was started immediately. The surgeon positioned a complaint reliant (non-endologix) balloon and blocked the descending aorta. At the time (approximately ten minutes and thirty seconds), the empty syringe was recognized, and the case supporter reported a polymer leakage to the anesthesiologist. The hypotension was captured slowly and turned into reflective hypertension of 250mmhg. The pressure dropped a little to 230mmhg at the fourteenth minute of polymer cure and the integrated alto main body balloon was used to remodel the significant rest of the polymer in the sealing ring and in the alto main body structure around the two proximal rings. This blockage was able to hold for more than sixty seconds (approximately five minutes) until the blood pressure recovered to 180mmhg. The patient fully stabilized with blood pressure at 145mmhg systolic pressure. The procedure was completed with successful implant of the ovation ix iliac limbs and percutaneous transluminal angioplasty (pta) modeling. The final angiography was performed without wires in the system and showed successful proximal and distal sealing as well as exclusion of the aaa. This event elongated the anesthesia time by fifteen minutes in total. The patient was stable throughout the additional one plus hour peripheral thromboendarterectomy (tea) procedure and awakened without any symptoms. Reportedly the patient experienced cardiac arrhythmia post-operatively on (B)(6) 2025 and a femoral artery hematoma was observed on (B)(6) 2025. The patient was discharged on (B)(6) 2025 and will be monitored through follow-ups.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Endologix made three good faith efforts to retrieve reported adverse event/incident-related medical records. However, the user facility did not respond to requests for this information. Medical imaging was received. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical imaging received by endologix found the buckled material (infolded/blistering of support ring) complaint is confirmed. The polymer leak and hypotension (resolved) complaints are unconfirmed. This is moderately consistent with the reported adverse event/incident. The clinical evaluation shows reasonable evidence to suggest a polymer-related issue; however, this could not be conclusively determined. It was reported that at minute 9 of polymer cure, the patient experienced a drop in blood pressure. Anesthesia administered fluid resuscitation and medications to address the hypotension. The support ring was noted to be blistered. The integrated balloon at the sealing ring was inflated for approximately 5 minutes to remodel the sealing ring, after which the symptoms were resolved. The patient reportedly stabilized after 15 minutes. Device, user, procedure or anatomy relatedness of this complaint could not be determined. Procedure related harms could not be determined. During the investigation, endologix found reasonable evidence to suggest the device was used off-label. The procedure is outside the indications of use (off-label) due to the neck anatomy. The conicity was 14.9%, which exceeds the IFU recommendation of =10%. It is unclear if this contributed to the reported event. The final patient status was reported as discharged home on postoperative day thirteen in stable condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b5: description ¿ updated. G3: awareness date ¿ updated. H6: investigation finding codes ¿ remove code 3233. H6: investigation conclusion codes ¿ remove code 11.